Event description:
A user facility reported to olympus that the image was present intermittently. The problem, as reported to olympus, was identified during a computer upgrade. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to video connector socket failure. In addition, all of the paddles were found loose and disconnected when slightly moved, resulting in noise or loss of image; it was determined replacement of the receptacle board was necessary to resolve the issue. A software upgrade was recommended. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, regarding the image becomes intermittent. It is likely, that the issue was caused by the loosened video connector socket. Regarding the video connector socket is loosened and does not secure a paddle. We could not determine, the cause of this phenomenon. A definitive root cause cannot be identified. This information is addressed, in the instructions for use (IFU): "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur". Olympus will continue to monitor the field performance of this device.